Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the user began receiving insulin occlusion alerts with a contact detach infusion set and did not observe visible damage, and the alerts were resolved only after a full supply change performed with guidance. Symptoms included no reported changes in blood glucose. Outcomes included no medical intervention or hospitalization. Investigation included troubleshooting and education with the user and a supply change. Investigation of this case revealed an insulin delivery occlusion associated with the infusion set that resolved after replacement, consistent with an infusion set obstruction. It was concluded, based on previously established findings for similar reports, that the cause was an infusion set issue.